Event description:
A surgeon reported a pt with an expected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt was experiencing halos, glare, decreased distance and reading visual acuity, as well as double vision at near. The pt was given prescription glasses. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the products history record review stated the product met release criteria. There have been no other implants reported in the lot number. At the consumer's request, the surgeon was not contacted.